Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to a left ventricular assist device (lvad) implant. In addition, the patient felt discomfort. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.